Event description:
The manufacturer received information alleging a ventilator's leak value was reading high and the patient's blood oxygen saturation decreased. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's leak value was reading high and the patient's blood oxygen saturation decreased. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly was found to be contaminated with dust and was replaced to address the issue.